Event description:
Customer reported a secondary infusion of chemotherapy back flowed into the primary fluid. Event occurred on the in-patient oncology unit. The user confirmed the primary was lower than the secondary. There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the secondary back flow into the primary. The customer stated the product would not be returned because the tubing had been discarded.